Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. According to the complainant the device will not be returned for investigation.

Event description:
It was reported the patient's blood glucose level rose to 19.6 mmol/l (352.8 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (back), the pod's cannula was found to be dislodged and the cannula was bent.